Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that multiple intermittent occlusions occurred. Reportedly customer was using off label insulin. Customer subsequently reverted to an alternate method of insulin therapy.